Manufacturer narrative:
(B)(4). The following sections could not be completed with the limited information provided. Customer reported a surgical delay of 30 minutes. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the product couldn't be locked during surgery. After surgery, it was noticed that there was a deformation in the locking groove. The surgery was completed with opening another product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received the dovetail on articulating component on one side is flared and the other side is compressed due to improper alignment of instrument, also signs of gouging as well. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Flaring of the articular surface dovetail can occur if the dovetail is engaged to the tibial plate and then the device is removed; however, dovetail flaring and compressive sign does provide information which shows surgical techniques was not followed. A definitive root cause can be determined as possible misuse as incompatible articular surface size implanted with tibial components. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.